Manufacturer narrative:
The device is expected to be returned and evaluated. However, at the time of this report, the monitor has not yet been returned. A supplemental report will be submitted to communicate the results of the device history record review, evaluation and investigation results.

Event description:
It was reported that during use of a vigilance ii monitor, the patient's temperature was incorrectly measured and out of range and the cardiac values were inaccurate during performance of thermodilution. It is unknown if an error message displayed. The customer exchanged the 70cc2 cable and power supply, however the issue was unable to be resolved. There was no report of patient compromise and no other system-related devices were identified as suspect. Patient demographics were not provided but have been requested for follow-up.

Manufacturer narrative:
Review of the manufacturing records supports that there were no non-conformance noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. The monitor was manufactured in july 2008 and has an expiry date of july 2013; the monitor has significantly exceeded it's expected useful life. Examination of the returned device was unable to confirm the customer¿s complaint. However, during evaluation it was noted that the screen was 'blurry' due to disconnection of the screen cable. The cable was re-connected to remedy the issue and additional maintenance servicing un-related to the customer¿s complaint was performed. It was also noted that the 70cc2 and apc09 cables were returned with the monitor. Both cables passed functional and electrical testing and were therefore exempted as possible contributors to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and all servicing issues were not implicated as contributors to out of range temperature values or the allegation of 'incorrect' cardiac output values.